Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens but the lens was loaded improperly. There was pt contact but no injury. Sutures were not required. Add'l info has been requested from the facility but none has been forthcoming. If add'l info becomes avail, a supplemental medwatch will be sent.